Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The ICD proved to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 46 months, an impedance > 3000 ohm was reported. The lead was capped and remains in-situ. No adverse patient side effects have been reported.